Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post mitral valve surgery, the patient had a chest x-ray showing the right atrial (ra) lead had dislodged during the valve replacement. It was further noted that the ra lead was causing pacing in the ventricle. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.